Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a device check. It was observed that the pacemaker was in backup vvi and that the patient was noted to be in stable condition. The device was explanted and replaced on (B)(6) 2020.

Manufacturer narrative:
Analysis was normal. No anomalies were found.